Event description:
Per medwatch report, a resident was allegedly found on the floor face down in a pool of blood. Resident was taken to the hospital and operated on for a subdural hematoma. The resident died 2 days after the alleged incident.